Manufacturer narrative:
The swan ganz catheter will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided; therefore, review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of this swan ganz, the cco value showed up and down in a regular motion. The customer thought that the patient's condition did not lead to this symptom. It is considered that the monitor caused this symptom, not the disposable devices. The monitor, swan ganz module and 70cc2 cable were replaced but the issue still occurred. There was no patient injury reported.

Manufacturer narrative:
Upon further review it was found that the report was submitted in error as the sales representative stated that the disposable device (swan ganz catheter) is not suspect in causing the inaccurate cco values. Therefore, the complaint for the swan ganz catheter is no longer considered as reportable. The hemosphere monitor report number: 2015691-2021-07021. The swan ganz module report number: 2015691-2022-03216. The 70cc2 cable report number: 2015691-2022-03217. The swan ganz catheter report number: 2015691-2022-03227.